Manufacturer narrative:
(B)(4). The device was returned and the evaluation is pending. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unknown system error alarm occurred on the homechoice device during cycle four of peritoneal dialysis therapy. It is unknown if the patient was connected at the time of the alarm. It is unknown how the patient completed therapy. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The homechoice (hc) evaluation was completed. A system error (se) 2046 (negative p tank low) was identified during an event history log review. No abnormalities were identified during visual inspection on the device. During functional testing, the se2046 was duplicated. Additionally, the 3-way manifold valve was found to be malfunctioning. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The cause of the system error 2046 was determined to be the malfunctioning 3-way manifold valve. The 3-way manifold valve was replaced to resolve the issue. Should additional relevant information become available, a supplemental report will be submitted.